Event description:
It was reported that lead oversensing was noted. The lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Additional report of a fracture of the rv lead and battery exhaustion of the crt-d was received. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Additional report of a fracture of the rv lead and battery exhaustion of the crt-d was received. An update from sep 17, 2024 clarified that only rv oversensing was seen. This atrial lead is not under complaint anymore. -